Event description:
Each rgm receives an annual preventive maintenance (pm) inspection. Among other parts replaced during this pm a new pueumatic assembly is installed. In two (2) seperate parts orders a total of 10 assemblies were ordered. Out of these 10, 6 had pumps that would not start and another pump started but leaked. Ohmeda replaced all seven and some of the replacements also would not start the pump. These also were replaceddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, inadequate quality assurance. Conclusion: device failed during assembly, device failed just prior to use, device was out of calibration. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.